Manufacturer narrative:
Customer compared test results between two tests, one showing positive and one showing negative. Customer did not specify what type of test showed positive and what type of test showed negative. The type of test kit used was not specified. Lot number of the test kit was not specified,the manufacturer cannot effectively verify and confirm customer feedback.

Event description:
Event details: one test shows positive another negative advise as this isn't accurate and requesting new tests sent.